Event description:
It was reported that the patient¿s ilet pump became delaminated into two halves, rendering the device inoperable, consistent with a loss of or failure to bond involving the display component; the patient reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with component failure and a bonding failure affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.